Event description:
It was reported the patient had received a low battery flag. The sjm representative cleared the flag, and advised the patient to contact sjm if the issue occurred again. Follow-up indicated the issue reoccurred approximately 11 days later. The patient is to meet with her physician and the sjm presentative as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.